Manufacturer narrative:
This report will be updated when additional information is received. The device has not been returned for analysis. Therefore, the root cause of the reported premature battery depletion cannot be confirmed.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a remaining longevity of 4%. Premature battery depletion was suspected and device data was submitted to technical services for review. Engineering confirmed an abnormal increase in battery usage and recommended device replacement for within 62 days. No adverse patient effects were reported. The device remains implanted and in service. It was later reported that the device was explanted and replaced the following month. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis. The device was not returned. The local field representative was not able to confirm the location of the explanted device, as there was a time period in which the hospital was discarding all explanted products due to covid-19 protocols.

Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a remaining longevity of 4%. Premature battery depletion was suspected and device data was submitted to technical services for review. Engineering confirmed an abnormal increase in battery usage and recommended device replacement for within 62 days. No adverse patient effects were reported. The device remains implanted and in service.